Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite,performed ovp (operational verification procedure) according to manufacturers specifications and there were no problems found.

Event description:
It was reported to vyaire medical that the avea ventilator had extended high ppeak (peak pressure) alarms during patient use. The customer confirmed that there was no patient harm reported associated with this event.